Manufacturer narrative:
Log file analysis review date: january 25, 2013; log dates through (B)(6) 2013: logs indicate drops in power and flow outside the normal operating range. Alarm files confirm a multiple low flow alarms from (B)(6) 2013. The hvad is used for treatment not diagnosis. It was reported from the site that the patient was admitted to hospital with low flows that soon became zero "o" flow through pump. Patient was found to be septic with positive blood cultures, but there were no signs of hemolysis. The cause was an infection. It was stated that it was the sites decision to stop the right vad. With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to a clinical change in the patient status that results in poor left ventricular filling. The instructions for use addresses setting of parameters for flow, power and watts and outlines guidelines for potential causes of alarms including assessment of the patient and device status and the related potential actions. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include hypovolemia and infection are outlined along with potential actions to take. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Event description:
It was reported from the site that the patient was admitted to hospital with low flows that soon became zero "o" flow through pump. Patient was found to be septic with positive blood cultures. Awaiting up to date coagulations at time of event. There were no signs of hemolysis. On january 25, 2013, additional information received from the manufacturer representative stating that "device not suspected to be a contributory cause of the incident by treating healthcare professionals"-the assignable cause was an infection. It was stated that it was the sites decision to stop the right vad. Physician reports that patient is doing well post-event and is being treated with antibiotics. Driveline currently taped down but they are deciding whether to cut and let it retract. Log files were sent to manufacturer for review. No additional information available.